Manufacturer narrative:
(B)(4). Method: the subject rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and performance tested. Our investigation is based on our evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the returned rt380 adult dual heated evaqua2 breathing circuit observed no notable damage. Performance testing of the subject device could not replicate the reported leak and the device was working as intended. Conclusion: we are unable to determine the cause of the reported fault as there was no fault found with the returned device. All rt380 adult dual-heated evaqua2 breathing circuit are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: -"check all connections are tight before use." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." -"ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in france reported that an rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in france reported that an rt380 adult dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement as the issue was found whilst the device was not in use on a patient.